Event description:
Add'l testing noted electrical overstress damage to the high voltage hybird, which in turn damaged other components in the device. Device memory indicated that the damage to the hybird occurred during capacitor reform. This secondary damage caused the memory reset, which resulted in the programmer indicating that the device had reverted to shock-only status at nominal parameters. If an arrhythmia would have been detected, the device would have delivered therapy. Cpi increased coverage of an insulating coating applied to the high-voltage hybird in mfg to reduce the possibility of electrical overstress. The increased coverage was implemented on march 29, 1997. In addition, cpi implemented a mfg test on april 5, 1997 to screen for susceptibility to high voltage failures.